Event description:
The pump was replaced on (B)(6) 2014 due to the elective replacement indicator (eri) being at 6 months. The catheter was found in the pump pocket, and catheter migration/dislodgement was noted. The catheter was also replaced at that time. The patient¿s status at the time of the report was alive with no injury. There were no patient symptoms or complications associated with the event. The medication infused was gablofen. It was later reported that the patient left the operating room (or) in satisfactory condition.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no anomaly.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0056592r, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type catheter; product ID 8575, lot# n101819, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709, lot# j0056592r, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: catheter. Fdd code was updated to evaluation codes. Fdp code (B)(4) no longer applies. Fdr code (B)(4) and fdc code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-30. It was reported that the patient had the entire system replaced four years ago because of either a ¿microfracture¿ or ¿tubing becoming unhooked.¿ it was noted that the patient¿s pump had been ¿running really high¿ but was restarted much lower after the replacement as the hcp did not believe that the patient was getting the drug. No further complications were reported or anticipated. The patient weight could not be obtained. Pump logs examined on (B)(6) 2014 were included with the returned pump and catheter. It showed that the dose per day for gablofen [2000.0 mcg/ml] was 1,190.1 mcg/day at simple continuous infusion mode. The lot number of gablofen was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.